Manufacturer narrative:
(B)(4). Reporter's email address unknown/ not provided. Product not returned to manufacturer.

Event description:
It was reported that the abutment screw (unihg) was loosened. It was also reported that the abutment screw was replaced.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instrm rev. C (9/16) ¿ biomet 3i restorative manual. Information identified: the restorative manual identified the proper procedure for screw placement and installation as well as recommended torque values. The recommended torque value for the certain gold-tite hexed screw is 20 ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.